Event description:
It was reported that the bd needle was broken. The following information was provided by the initial reporter: material: 309623. Batch#: unknown. Verbatim: external evaluation is required for pr# (B)(4). Complain owner: (B)(4). Complaint description: (B)(4) - needle - bent/broken/damaged. 5424944 - xxx - defective - component. Report received on 21aug2025: -mcn (argus ID): (B)(6). Patient reported for her last order the needles were breaking off in her skin. The issue was with the kit itself. The lot number 4303339 (lot number provided by pt). She is not late on taking her medication. She reused the needles. No missed doses. The needles were breaking off in her skin during injections. It's been on and off for this kit. Per patient, the needles are flimsy, they don't lock when you turn them to the left to tighten them, they just go around they just spin around like a strip screw. Unknown if patient has defective device on hand for possible return. It's the one milliliter syringe consent to contact the patient's hcp was not asked. All known information is contained on this form. Patient dob: (B)(6) 1973 (B)(6) 2025 - at 1158 quality specialist contacted the reporter regarding persistent issues with needles. She reported experiencing problems since the start of her medication three years ago. Specifically, she has encountered both breakage of the needle and detachment of the entire hub. The hub often spins like a stripped thread, making it difficult to secure the needle properly. During injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. The reporter noted that attempts to tighten the needle result in continuous spinning without securing it. While the breakage of the metal needle is a recent development, it has occurred multiple times with her last patient kit. She does not have the lot number for that kit but currently possesses a new one. It is important to note that these issues are confined to the needles used with the dosing syringe. No photos of the subject needles are available, but she has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles. Country (B)(6). Syringe 1ml s/t w/ndl 27x1/2 rb lot 4303339. Dear colleagues, pr (B)(4) represents the 1st report on lot 4303339 for subcategory/defect defective - component (dosing syringe)¿. Please perform a complete investigation for defect ¿defective - component (dosing syringe)¿. Photos are not available sample will not be returned status: requesting external evaluation affected lot: row # data source plant lot# vendor lot # customer lot # expiry date material desc material code comment 1 manual unknown. Product code/description: <not set> to open this record use the following link: pr #(B)(4). The content of this email and of any files transmitted may contain confidential, proprietary or legally privileged information and is intended solely for the use of the person/s or entity/ies to whom it is addressed. If you have received this email in error you have no permission whatsoever to use, copy, disclose or forward all or any of its contents. Please immediately notify the sender and thereafter delete this email and any attachments. Additional information received on 11-sep-2025: the lot number was provided with the initial request and is highlighted below. ¿ catalog number: dosing syringe - syringe 1ml s/t w/ndl 27x1/2 rb product no 309623. ¿ bd lot/batch number: bd lot 4303339. ¿ date of event detection: date of awareness 19aug2025. ¿ number of units with issue for each batch: multiple dosing syringes. ¿ sample availability (yes/no)? No. ¿ was someone (patient, health care worker, etc.) Affected/harmed? Argus 2025tus058757 if yes, please provide more information: death. No drug administration (please mention the impact on the patient's health): serious public health threat (please mention which one): serious deterioration of health (please mention which one): delayed treatment (please mention what kind of treatment and the impact on the patient¿s health): x other (underdose, overdose, permanent or temporary impairment, disability, hospitalization or prolonged. Hospitalization, ¿ if none please mention which one): during injections, the needle has broken off (in half) in her skin on several occasions, but she has been able to remove it using tweezers. In some instances, the hub has come off along with the needle. She has successfully used another needle to avoid missing a dose and has requested and received additional needles, as she will not reuse the needles.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. E.1. Address was not located and il was used. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.